Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a rash under the left breast and left side of the back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed medication for the skin irritation. Follow up indicated that the skin irritation improved.